Event description:
Hcp reported the pt was experiencing a loss of efficacy. A volume discrepancy was noted at refill in that 2cc of medication were expected and the actual volume was 10cc. The physician checked the pump and aspirated from the catheter access port. The pt was given a bolus of medication without effect. The physician felt the pump was not working, so the bolus "would not matter." A f/u report will be sent when add'l info is rec'd.